Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of priming anomaly from the reservoir. The customer's blood glucose reading was unknown. During priming, the pump showed amount but there was no drop at the end of the tube. The customer primed the reservoir and pushed all insulin out. The reservoir will not be returned for analysis.